Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during new catheter placement procedure, it was identified under radioscopy that the old catheter had allegedly detached, intracardiac. Therefore, the patient was transferred to another hospital for endovascular segment catheter removal. Reportedly, the catheter fragment was removed between the right ventricle and the pulmonary artery using a snare device. Patient was discharged a few days later, followed up by outpatient review without complications. Patient doing well post removal and replacement procedure.

Event description:
It was reported that during new catheter placement procedure, it was identified under radioscopy that the old catheter had allegedly detached, intracardiac. Therefore, the patient was transferred to another hospital for endovascular segment catheter removal. Reportedly, the catheter fragment was removed between the right ventricle and the pulmonary artery using a snare device. Patient was discharged a few days later, followed up by outpatient review without complications. Patient doing well post removal and replacement procedure.

Manufacturer narrative:
H10: as the lot number for the device was provided, a manufacturing review was performed, the lot met all release criteria. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the previous MDR was submitted with an incorrect MDR doa. The correct MDR doa for the previous supplemental MDR is (B)(6) 2020. H10: as the lot number for the device was provided, a manufacturing review was performed, the lot met all release criteria. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during new catheter placement procedure, it was identified under radioscopy that the old catheter had allegedly detached, intracardiac. Therefore, the patient was transferred to another hospital for endovascular segment catheter removal. Reportedly, the catheter fragment was removed between the right ventricle and the pulmonary artery using a snare device. Patient was discharged a few days later, followed up by outpatient review without complications. Patient doing well post removal and replacement procedure.